Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units even though cartridge contained 150 units and difference was greater than 15 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge. Cts to replace pump. Customer will use a backup pump.